Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called regarding sensor issues and mentioned that blood glucose had been reading low as 40 mg/dl but drank juice and was feeling better and blood glucose were fine. Customer reported that he did not have problems with insulin pump.